Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd nano¿ 4mm pen needle experienced attachment issues. The following information was provided by the initial reporter: this is a report about the inability to detach pen needle from pen, obtained from the patient who switched from xultophy to ryzodeg.